Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 3.5mm cortex screws (p/n: 319.091, lot number: ft00293) was received at us cq. Upon visual inspection, it was observed the slider assembly of the device was not returned. No other issues were identified for the complaint device. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing components. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: the overall complaint was confirmed as the device was received with missing component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.091, synthes lot # ft00293, supplier lot # ft00293, release to warehouse date: dec 22, 2016, supplier: (B)(4). No ncrs were generated during production.

Event description:
It was reported that on an unknown date, during an inspection by hospital spd staff they found 2 broken depth gauges. There was no patient involvement. This complaint involves two(2) devices. This report is for (1)depth gauge for 3.5mm cortex screws. This report is 2 of 2 for (B)(4).